Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Two samples were returned. No original packaging was returned with the two samples. The balloon on the 7.5 microcuff tube sample is completely ruptured. The balloon material was viewed under magnification and no anomalies could be identified as the point of origin for the rupture. The balloon on the 8.0 microcuff tube sample was inflated under water and bubbles were observed coming from the proximal collar area of the balloon. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "these tubes were placed and the cuff leaked and would not hold air as soon as inflated. This happened to two patients in the ER and both had to be re-intubated. This patient had to be re-intubated." (B)(4).